Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, a product investigation cannot be performed. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital misplaced the device.

Event description:
The patient was undergoing a coil embolization procedure in the gastroduodenal artery (gda) using a pod4. During the procedure, the physician was unable to advance a pod4 out of its introducer sheath and into the lantern delivery microcatheter (lantern). Therefore, the pod4 was removed and the procedure was completed using other ruby coils and the same lantern. There was no report of an adverse effect to the patient.